Manufacturer narrative:
This complaint of the catheter being occluded (thrombosis) is inconclusive. Returned for eval are six same lot number un-opened 4 fr s/l poly radpicc trays. The complaint incident could not be confirmed, based on six un-opened radpicc kits. This type of clinical situation cannot be replicated in the lab. The products instructions for use (IFU) indicates that venous thrombosis is a potential complication. A chr of lot #reul0108 showed no other similar product complaint(s) from this lot number.

Event description:
Vessel thrombosis occurred within 24 hours placement.